Manufacturer narrative:
A ge service representative performed an on site investigation. The battery charger pcb and fuses were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system was not getting enough power to expose and was receiving error messages. The fe confirmed a generator failure at boot up. There is no report of injury or death associated with this event.